Event description:
The customer reported to olympus, the visera elite video system center had a loose connector but the connection was still possible. During the inspection and testing of the returned unit, the device was found to not display an image due to a faulty camera console connector. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a loose connector that still allowed a connection could not be reproduced, however, during the device evaluation, it was observed that there was no image due to a defective video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty video cable connector. Olympus will continue to monitor field performance for this device.